Manufacturer narrative:
The patient was born in 1963. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized on the same day as onset of the event. The breach was further described as non-compliance with sterilization technique. On an unreported date, the patient began treatment with unspecified antibiotics for nine days (doses, frequencies and routes not reported). On an unreported date, the pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not recovered. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.